Manufacturer narrative:
Investigation is still ongoing. Device has not been received for evaluation. If any new information is learned, a follow-up report will be submitted with investigation results.

Event description:
Reporter reported to us that during the surgery 'when the reamer passed through the tibial tunnel and over the guide pin and drilled to approx. 25-30 mm in depth, suddenly the reamer broke at 3 fluted point in two pieces.